Event description:
It was reported that during a percutaneous coronary intervention (pci), an intravascular ultrasound imaging (ivus) catheter caught on an implanted stent. The lesion located in the left anterior descending (lad) artery was 94% stenosed and moderately calcified and the anatomy was severely tortuous. The area of treatment was accessed via femoral approach. A stent was deployed and ivus was performed to confirm stent deployment and apposition; however, the image from the catheter was unclear. The device was being withdrawn from the stented area, when the catheter became stuck with the stent strut, and the tip of the catheter became damaged. No patient complications were reported during this event and the patient's condition was reported as "good".